Event description:
It was reported that the patient¿s implantable neurostimulator (ins) stopped working following a fall ¿a year or 2¿ ago. The patient then went to their healthcare professional (hcp) where they were able to get the device to work without ¿any surgery or lead replacement¿. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va09gyf, implanted: (B)(6) 2013, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. (B)(4).